Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Event description:
The customer had been off the pump since (B)(4) 2017.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's next of kin that the customer got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 27 mg/dl at the time of the incident. The customer has been going through a lot of medical conditions causing infections and has had to take a lot of antibiotics. The customer experienced symptoms such as loss of consciousness. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed. Customer's next of kin reported high blood glucose readings since (B)(6) 2017 and no delivery alarms. Customer got as high as 393 mg/dl when having a no delivery alarm during a bolus. Caller also stated that the insulin units left on the pump screen and on the actual reservoir were different at one point. The insulin pump will not be returned for analysis.